Manufacturer narrative:
(B)(4). Records indicate this lead remains in service. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that this right atrial (ra) lead had fractured. High out of range pacing impedance measurements were noted in bipolar and unipolar. The device was reprogrammed to vvi 50 and a lead revision procedure was being planned. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating the patient underwent a routine device change out procedure. This ra lead was surgically abandoned and was not replaced. No adverse patient effects were reported.